Event description:
It was reported that there was a communication problem and the implantable neurostimulator (ins) quit taking a charge. The stimulator quit taking a charge about a month prior. The patient did not need stimulation at the time but at the time of the report the back had started hurting and the patient could really use the device. The back started hurting about two weeks prior. The patient was instructed to place the implantable neurostimulator recharger (insr) over the implant and then press the start charge button. The patient saw the reposition antenna screen and had been seeing the reposition antenna screen since october, maybe. The device stopped holding the charge. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3887-45, lot# j0316038v, implanted: (B)(6) 2003, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).